Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated they had to change their infusion set three times. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.